Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The reported issue that the device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
There were multiple proximate causes identified for the report of broke. They are as follows: the keypad was found to be delaminated due to customer damage. The bezel assembly lower hinge was found to cracked due to customer damage. The rear case was found to be broken due to customer damage. Third party pressure sensors found to be installed.

Event description:
The device was damaged and had third party parts.